Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. UDI:(B)(4).

Event description:
It was reported by sales rep via complaint submission tool that the doctor punched a hole using the healix awl. Then tapped the hole. As the surgeon twisted the anchor in, the anchor broke in the center of the anchor. The noise of the anchor was removed by pulling on the sutures. The doctor tapped a second time, and then inserted another helix anchor in to finish the case.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up edwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported by sales rep via complaint submission tool that the doctor punched a hole using the healix awl. Then tapped the hole. As the surgeon twisted the anchor in, the anchor broke in the center of the anchor. The complaint device was received and evaluated. Visual observation confirms that the anchor was broken in the section of middle but is held in place by suture. The complaint can be confirmed. When pictures were taken under magnification anomalies in the structure of the anchor were not detected. The possible root cause for the reported failure can be associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: 6l98287, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during a rotator cuff repair surgery. There were no fragments generated due to the broken device. The surgery was completed successfully with a two-minute delay.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: a1, a2, h1: upon further review of the complaint, it was determined that the reported malfunction is likely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is being upgraded to a serious injury (adverse event). If additional information should become available, a supplemental medwatch will be submitted accordingly.